Event description:
Event description guidant received information that this transvenous left ventricular lead exhibited an out-of-range pacing impedance measurement during lead testing. During pacing, muscle stimulation near the pocket area was also observed. The connections were checked, however, the physician ultimately elected to program left ventricular pacing off on the associated cardiac resynchronization therapy-defibrillator (crt-d). Guidant received additional information that the patient had an av node ablation procedure one day later. Review of the electrograms noted ventricular oversensing. While reproducing the oversensing, asystole was observed.